Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm was found in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test, a21 error test, occlusion test and no delivery test due to motor error alarm. However, the insulin pump passed the rewind, self test, idle current, run current, basic occlusion, prime and displacement tests. No unexpected battery out limit alarm or weak battery alarm noted. The insulin pump had broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm, battery out limit and weak battery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received a motor error when she filled the cannula. The customer inserted a new battery and still received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error. The customer declined to troubleshoot for weak battery and battery out limit alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.